Event description:
Baxter affiliate reports a pt was using a clean flash machine and developed peritonitis with abdominal pain and cloudy effluent noted. The pt was hospitalized for an unknown period of time and treated with aminoglycoside and cephem antibiotics. The pt has fully recovered. The pt's physician was unable to identify a root cause for the peritonitis and requested an eval of the uv transfer set. No further info is available at this time.